Manufacturer narrative:
Section d9: device available for evaluation? Yes. Returned to manufacturer on: 7/19/2021. Device evaluation: the complaint lens was received in the original lens case. Visual inspection under magnification revealed, viscoelastic residue on the optic body and haptics. And that the lens was received cut. After cleaning lens damage and a detached haptic were also observed, which is consistent with a lens, that was handled during removal and replacement. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed. And no product deficiency could be identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. And the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: further information was provided and reported as the lens was being inserted into the eye, it was noticed that one of the haptics was not folding out. Therefore, the lens was removed from the eye. The incision was enlarged and sutures were required. There was no patient injury. No other information was provided. The following sections have been updated accordingly: section a2: age/date of birth: 12/18/1944 section a3: sex/gender: male section a5 race/ethnicity: white section h6 health effect - impact code: 4631 removal and replacement section h6 health effect - impact code: 4625 incision enlargement and sutures section h6 medical device problem code: 1254 unfolding issue device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that revealed 1 other complaint has been received for this production order number and no product evaluation was performed. Therefore, the complaint could not be confirmed and no further escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, there is no indication the lens was implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) haptic was bent during insertion into the patient's left eye. The lens did have patient contact. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. No additional information was provided to johnson & johnson surgical vision.